Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 293 mg/dl. To address the blood glucose (bg) level the customer delivered a correction bolus. Reportedly, when attempting to deliver the bolus, the customer accidentally cancelled the bolus and requested assistance from tandem technical support on delivering the remainder of the bolus. Review of bolus history showed that 0.57 units of a 2.23 unit bolus request had been delivered. Recommendation was made to contact the health care provider regarding specific dosing advice. The customer acknowledged the information.